Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation noted damaged threads and a broken tip of the screw that is attached to the device. The tip of the outer sleeve was damaged. The eyelet and sutures were not returned. Functional testing between the driver and outer sleeve found that the two devices rotate smoothly. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause can be attributed to improper bone preparation or prying/leveraging the screw during insertion.

Event description:
On (B)(6)2023, it was reported by an arthrex employee via email that an ar-2324bcct biocomposite swivelock suture anchor broke during insertion. This was discovered during a reconstruction of the anterior cruciate ligament, meniscus suture, prp treatment procedure. The procedure was completed by using a new ar-2324bcct from a different lot, with no patient harm. Additional information received on 6/25/2023: all the broken fragments were successfully removed.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.